Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the atrial lead exhibited a low lead impedance, noise resulting in auto mode switch and capture thresholds were high. The output was left sub threshold since atrial pacing was visible and the generator was already at elective replacement indicator (eri). No further information was available. The patient was stable.

Event description:
New information received notes the lead was capped (B)(6) 2019 and replaced during a routine procedure for a generator replacement. An insulation anomaly was also observed. No further information is available at this time.

Event description:
New information received notes the patient was stable during and following the procedure.